Event description:
Facility alleges pt reaction during dialysis. Occurred within first ten minutes of treatment. Pt had sudden onset of flushing & restlessness. Dialysis stopped. Symptoms subsided. Estimated blood loss >100cc. Dialysis resumed with no further complications.